Event description:
It was reported that during a procedure faradrive steerable sheath was selected for use. Air ingress occurred in the flush port and significant amount of air was aspirated after inserting the farawave catheter and checking on the backflow. The syringe was changed several times to aspirate the air and the air was aspirated continuously. There was no air leak. The procedure was completed using different faradrive sheath. No patient complications have been reported. The product is not expected to return as discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.